Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician used an in.pact pacific device to treat of a patient¿s superficial femoral artery (sfa). The IFU was followed and the device was prepped without issue. No resistance was encountered. It was reported that a balloon twist occurred. The device was replaced with another dcb to complete the procedure. No patient injury was reported. Please note that this device, in.pact pacific pta balloon, is not marketed in the united states; however, it is similar to the united states marketed device, in.pact admiral pta balloon. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
Evaluation summary: the device was returned inside the original box and the original pouch. A visual and a tactile inspection was carried out on the returned device: a twist was found at 80mm from the proximal end of the balloon. No further issues were detected. A 0.018¿ guidewire was successfully advanced though the catheter. During the analysis, negative pressure was applied with a manometric syringe on the balloon: the purging test passed, as no bubbles emerged in the water column. Afterwards, the balloon was inflated at: - 2 bars: many wrinkles and a severe change in profile have been detected. - 4 bars: the many wrinkles and the change in profile were still visible. - 7 bars: wrinkles and the change in profile were no longer visible. - 14 bars: wrinkles and the change in profile were no longer visible. A after the inflation test, the balloon was successfully deflated. A twist on the guidewire lumen was detected. If information is provided in the future, a supplemental report will be issued.